Manufacturer narrative:
It was reported that the rollator brakes were "not locking the wheels" and that the wheels would roll even though the end user engaged the brakes. Reportedly, the end user fell an unspecified number of times and has continued to use the device since the problem/issue was identified. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.

Event description:
It was reported that the rollator brakes were "not locking the wheels."